Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'air in line' was confirmed through the event history log but not reproduced during evaluation due to a constant reload set alarm. Evaluation revealed that the ultrasonic sensor failed which would contribute to experienced reload set. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no patient involvement associated with this event. No additional information is available.